Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower quadrant pain"), abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), bladder discomfort ("bladder discomfort"), bladder spasm ("bladder spasm"), dysmenorrhoea ("dysmenorrhea/ menstrual cramping"), dyspareunia ("dyspareunia"), fatigue ("extreme fatigue"), migraine ("exacerbation of migraines"), anxiety ("anxiety"), depression ("depression"), uterine tenderness ("central uterine tenderness"), menometrorrhagia ("heavy and irregular menstrual bleeding") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, abdominal pain, micturition urgency, pollakiuria, bladder discomfort, bladder spasm, dysmenorrhoea, dyspareunia, fatigue, migraine, anxiety, depression, uterine tenderness, menometrorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder discomfort, bladder spasm, depression, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, uterine haemorrhage, uterine tenderness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: satisfactory placement and full occlusion of tubes. Further company follow-up with the consumer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (other) please describe and state the location of the perforation: uterus / perforation (other) please describe and state the location of the perforation: right cornua/malposition of essure device location of device: uterus'), embedded device ('the essure device are embedded / essure device as they are within your endometrial cavity/underlying serosa'), uterine haemorrhage ('abnormal uterine bleeding') and cataract ('vision/eye problems type: bilateral cataracts') in a 44-year-old female patient who had essure (batch no. D14826, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced fatigue ("extreme fatigue") and back pain ("lower back pain"). In october 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual cramping/ dysmenorrhoea (cramping)"). In january 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower quadrant pain"), the first episode of abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), bladder discomfort ("bladder discomfort"), bladder spasm ("bladder spasm"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("exacerbation of migraines / migraines / headaches"), anxiety ("anxiety"), depression ("depression"), uterine tenderness ("central uterine tenderness"), menometrorrhagia ("heavy and irregular menstrual bleeding"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), cataract (seriousness criterion medically significant), incontinence ("incontinence"), the second episode of abdominal pain ("abdominal pain"), androgenetic alopecia ("female pattern balness"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), gastric disorder ("stomach swells"), breast tenderness ("tender breast"), malaise ("sickness"), fallopian tube spasm ("complications or problems that occurred at the time of your essure placement-I had tubal spasms on both sides"), memory impairment ("cant remember simple things"), somnolence ("sleepy"), muscle twitching ("twitching"), irritable bowel syndrome ("ibs") and paraesthesia ("hands and feets still tingle") and was found to have weight increased ("weight gain"), blood urea decreased ("low bun"), blood alkaline phosphatase decreased ("alkaline phosphatase") and blood creatine decreased ("low creatine"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, fatigue, migraine, weight increased, menorrhagia, the last episode of abdominal pain and back pain had resolved and the uterine perforation, embedded device, abdominal pain lower, micturition urgency, pollakiuria, bladder discomfort, bladder spasm, anxiety, depression, uterine tenderness, menometrorrhagia, vaginal haemorrhage, cystitis, cataract, incontinence, androgenetic alopecia, fibromyalgia, hypoaesthesia, gastric disorder, breast tenderness, malaise, fallopian tube spasm, memory impairment, somnolence, muscle twitching, irritable bowel syndrome, paraesthesia, blood urea decreased, blood alkaline phosphatase decreased and blood creatine decreased outcome was unknown. The reporter considered abdominal pain lower, androgenetic alopecia, anxiety, back pain, bladder discomfort, bladder spasm, blood alkaline phosphatase decreased, blood creatine decreased, blood urea decreased, breast tenderness, cataract, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, fibromyalgia, gastric disorder, hypoaesthesia, incontinence, irritable bowel syndrome, malaise, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, muscle twitching, paraesthesia, pelvic pain, pollakiuria, somnolence, uterine haemorrhage, uterine perforation, uterine tenderness, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. There were 2 coils on each side within the cavity. The plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: satisfactory placement and full occlusion of tubes. Batch no c22915 production date 2014-02-11 expiration date 2017-02-28. Batch no d14826 production date 2014-10-01 expiration date 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: fu 6 and 7 processed together. Plaintiff fact sheet received : outcome of events abdominal pain, dyspareunia, menorrhagia, weight gain updated to "recovered / resolved". On 19-nov-2019: fu 6 and 7 processed together. Social media content received : no new significant information was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (other) please describe and state the location of the perforation: uterus / perforation (other) please describe and state the location of the perforation: right cornua/malposition of essure device location of device: uterus'), embedded device ('the essure device are embedded / essure device as they are within your endometrial cavity/underlying serosa'), uterine haemorrhage ('abnormal uterine bleeding') and cataract ('vision/eye problems type: bilateral cataracts') in a 44-year-old female patient who had essure (batch no. D14826, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("extreme fatigue") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual cramping"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower quadrant pain"), the first episode of abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), bladder discomfort ("bladder discomfort"), bladder spasm ("bladder spasm"), dyspareunia ("dyspareunia"), migraine ("exacerbation of migraines / migraines / headaches"), anxiety ("anxiety"), depression ("depression"), uterine tenderness ("central uterine tenderness"), menometrorrhagia ("heavy and irregular menstrual bleeding"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), cataract (seriousness criterion medically significant), incontinence ("incontinence"), the second episode of abdominal pain ("abdominal pain"), alopecia ("female pattern balness"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), gastric disorder ("stomach swells"), breast tenderness ("tender breast"), malaise ("sickness"), fallopian tube spasm ("complications or problems that occurred at the time of your essure placement-I had tubal spasms on both sides"), memory impairment ("cant remember simple things"), somnolence ("sleepy"), muscle twitching ("twitching"), irritable bowel syndrome ("ibs") and paraesthesia ("hands and feets still tingle") and was found to have weight increased ("weight gain"), blood urea decreased ("low bun"), blood alkaline phosphatase decreased ("alkaline phosphatase") and blood creatine decreased ("low creatine"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, the last episode of abdominal pain and back pain had resolved and the uterine perforation, embedded device, abdominal pain lower, micturition urgency, pollakiuria, bladder discomfort, bladder spasm, dyspareunia, migraine, anxiety, depression, uterine tenderness, menometrorrhagia, weight increased, vaginal haemorrhage, menorrhagia, cystitis, cataract, incontinence, alopecia, fibromyalgia, hypoaesthesia, gastric disorder, breast tenderness, malaise, fallopian tube spasm, memory impairment, somnolence, muscle twitching, irritable bowel syndrome, paraesthesia, blood urea decreased, blood alkaline phosphatase decreased and blood creatine decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder discomfort, bladder spasm, blood alkaline phosphatase decreased, blood creatine decreased, blood urea decreased, breast tenderness, cataract, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, fibromyalgia, gastric disorder, hypoaesthesia, incontinence, irritable bowel syndrome, malaise, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, muscle twitching, paraesthesia, pelvic pain, pollakiuria, somnolence, uterine haemorrhage, uterine perforation, uterine tenderness, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. There were 2 coils on each side within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: satisfactory placement and full occlusion of tubes. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs, medical history and social media received. Medical confirm case. Reporters and demography details added. Lot number added. Events vaginal bleeding, menorrhagia, infection (bladder/urinary tract/vaginal) type: bladder, malposition of essure device location of device: uterus / malposition of essure device location of device: underlying the serosa, perforation (other) please describe and state the location of the perforation: uterus / perforation (other) please describe and state the location of the perforation: right cornua, vision/eye problems type: bilateral cataracts, incontinence, abdominal pain, lower back pain, the essure device are embedded / essure device as they are within your endometrial cavity, female pattern balness, connective tissue disorder, fibromyalgia, numbness, stomach swells, tender breast and sickness added. Fu 1, fu 2 and fu 3 process together. On 20-sep-2019: fu 1, fu 2 and fu 3 process together. On 27-sep-2019: fu 1, fu 2 and fu 3 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (other) please describe and state the location of the perforation: uterus / perforation (other) please describe and state the location of the perforation: right cornua/malposition of essure device location of device: uterus'), embedded device ('the essure device are embedded / essure device as they are within your endometrial cavity/underlying serosa'), uterine haemorrhage ('abnormal uterine bleeding') and cataract ('vision/eye problems type: bilateral cataracts') in a 44-year-old female patient who had essure (batch no. D14826, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("extreme fatigue") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual cramping"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("right lower quadrant pain"), the first episode of abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), bladder discomfort ("bladder discomfort"), bladder spasm ("bladder spasm"), dyspareunia ("dyspareunia"), migraine ("exacerbation of migraines / migraines / headaches"), anxiety ("anxiety"), depression ("depression"), uterine tenderness ("central uterine tenderness"), menometrorrhagia ("heavy and irregular menstrual bleeding"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), cataract (seriousness criterion medically significant), incontinence ("incontinence"), the second episode of abdominal pain ("abdominal pain"), androgenetic alopecia ("female pattern baldness"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), gastric disorder ("stomach swells"), breast tenderness ("tender breast"), malaise ("sickness"), fallopian tube spasm ("complications or problems that occurred at the time of your essure placement- I had tubal spasms on both sides"), memory impairment ("cant remember simple things"), somnolence ("sleepy"), muscle twitching ("twitching"), irritable bowel syndrome ("ibs") and paraesthesia ("hands and feet still tingle") and was found to have weight increased ("weight gain"), blood urea decreased ("low bun"), blood alkaline phosphatase decreased ("alkaline phosphatase") and blood creatine decreased ("low creatine"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, the last episode of abdominal pain and back pain had resolved and the uterine perforation, embedded device, abdominal pain lower, micturition urgency, pollakiuria, bladder discomfort, bladder spasm, dyspareunia, migraine, anxiety, depression, uterine tenderness, menometrorrhagia, weight increased, vaginal haemorrhage, menorrhagia, cystitis, cataract, incontinence, androgenetic alopecia, fibromyalgia, hypoaesthesia, gastric disorder, breast tenderness, malaise, fallopian tube spasm, memory impairment, somnolence, muscle twitching, irritable bowel syndrome, paraesthesia, blood urea decreased, blood alkaline phosphatase decreased and blood creatine decreased outcome was unknown. The reporter considered abdominal pain lower, androgenetic alopecia, anxiety, back pain, bladder discomfort, bladder spasm, blood alkaline phosphatase decreased, blood creatine decreased, blood urea decreased, breast tenderness, cataract, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube spasm, fatigue, fibromyalgia, gastric disorder, hypoaesthesia, incontinence, irritable bowel syndrome, malaise, memory impairment, menometrorrhagia, menorrhagia, micturition urgency, migraine, muscle twitching, paraesthesia, pelvic pain, pollakiuria, somnolence, uterine haemorrhage, uterine perforation, uterine tenderness, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. There were 2 coils on each side within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: satisfactory placement and full occlusion of tubes. Batch no: c22915, production date: 2014-02-11, expiration date 2017-02-28. Batch no: d14826, production date: 2014-10-01, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.